Manufacturer narrative:
Device is a combination product. Corrections: (d4) lot number corrected from 0023018610 to 0021127100. (D4) expiration date corrected from 03/06/2019 to 05/24/2020. (H4) device manufacture date corrected from 11/26/2018 to 09/07/2017.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified distal right coronary artery. A 3.50x24mm promus element drug-eluting stent was advanced but could not reach the lesion. When it was withdrawn, it was noted that the stent struts were slightly lifted up. The procedure was completed with a different device. No patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Corrections: (d4) lot number corrected from 0023018610 to 0021127100. (D4) expiration date corrected from 03/06/2019 to 05/24/2020. (H4) device manufacture date corrected from 11/26/2018 to 09/07/2017. Device evaluated by MFR.: promus element,mr, ous 3.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified distal right coronary artery. A 3.50x24mm promus element drug-eluting stent was advanced but could not reach the lesion. When it was withdrawn, it was noted that the stent struts were slightly lifted up. The procedure was completed with a different device. No patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified distal right coronary artery. A 3.50x24mm promus element drug-eluting stent was advanced but could not reach the lesion. When it was withdrawn, it was noted that the stent struts were slightly lifted up. The procedure was completed with a different device. No patient complications nor injuries reported.